Manufacturer narrative:
The suspect hand switch was returned to manufacturer, analysis of the part confirmed physical damage, cord was overstretched causing it to lose its retraction along with a split down the sides. Replacement of the hand switch resolved the issue.

Manufacturer narrative:
Patient identifier should read (B)(6). A medtronic representative went to the site to test the equipment on 8 february 2017. The representative reported that the handswitch caused intermittent signal state errors. To resolve the reported issue, the representative replaced the hand-switch and the system control board. The imaging system then passed the system checkout and was found to be fully functional. The suspect hand-switch has not been received by the manufacturer for evaluation. The suspect system control board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, when attempting to perform a 2d image acquisition, the site was unable to. The site elected to continue without medtronic imaging system and performed pointmerge registration with a pre-operative CT scan. The reported issue occurred during a spinal fusion. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Evaluation of the suspect system control board was completed. The control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.